Manufacturer narrative:
H6: code 213 the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 3331 added with completion of product history review. H6: code 2993 added with completion of product history review. H6: code 22 according to the gore® dryseal flex sheath instructions for use, adverse . Events with may occur and/or require intervention including, but not limited to, vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. Before the sheath was inserted, the right external iliac artery was dilated by non-gore balloon due to the right external iliac artery was narrow. Then, the 24fr sheath was inserted from the right side. Reportedly there was resistance during the 24fr sheath was inserted. The gore® tag® conformable thoracic stent graft with active control system was implanted without no issue. When the 24fr sheath was removed, the patient blood pressure decreased. The right external iliac artery was ruptured and bleeding. Two iliac extender endoprosthesis was implanted to treat the right external iliac artery rupture. The bleeding stopped and the patient vital sign became stable. The physician stated that the right external iliac artery was narrow. Reportedly the diameter of the right external iliac artery around the rupture site was approximately 6.3 - 8 mm.